Event description:
Customer reportedly rec'd results of 556 mg/dl on the advantage sys, and 234 mg/dl on a professional's meter within 10 mins. Paramedics were called due to customer's low blood symptoms; her initial result on paramedic's meter was 25 mg/dl (no tests done at this time with customer's meter; treated with IV and oral glucose and re-tested 1 hr later with discrepant results). The customer did not provide the location where the discrepant results were obtained. L1 control was run, and out of range (expired). Requested return of suspect device and replacement was sent.